Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not working properly, as the pump became harder to pump. A surgical procedure was performed, during which a capsule around the reservoir was noted. All components were removed and replaced. There were no further patient complications reported.